Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed failure analysis (fa) on the 0-degree endoscope. Fa was able to confirm the customer reported complaint via logs but could not reproduce during quality assurance procedure (qap) test. The image looked good in both eyes. Fa found leaks at proximal fibers (ic)/connector. The complaint regarding the orientation on the endoscope was opposite, was not confirmed by fa which indicates that the device did not contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the orientation on the endoscope was opposite, right was left, left was right, up is down and down was up, no harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unexpected motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The investigation to determine the cause of this RMA is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the orientation on the endoscope was opposite, right was left, left was right, up was down and down was up. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.